Event description:
Customer reported a past low blood glucose event with the lowest level reaching 43 mg/dl. Cause was not known. Customer consumed carbohydrates as a treatment action. Technical support advised the customer to consult a healthcare professional to discuss factors affecting blood glucose levels, and the customer acknowledged this guidance.